Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient was sweaty and stated they felt confused and was unsure of what was happening. The cgm was displaying 263 mg/dl with double arrows up. The patient took insulin based on the cgm reading. The patient then passed out and their spouse found them. The patient's spouse provided the patient with glucose tablets. Paramedics were called and when they arrived, they checked the patient's bg and it ws 25 mg/dl. It is unknown what the cgm was displaying during this time. The paramedics provided the patient dextrose. After treatment, the patient became responsive and regained consciousness. At the time of the report, the patient had a headache, shaky legs and was exhausted from the event. It was reported that inaccuracies occurred on (B)(6) 2023 for a sensor. However, a transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and failed. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data and product investigation. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.